Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02857, 3006705815-2019-02858. It was reported that the patient experienced ineffective stimulation. The patient has been reprogrammed multiple times but is still receiving ineffective pain relief. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances.

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent surgical intervention on (B)(6) 2020 wherein their system was explanted and replaced. Effective therapy was restored postoperatively.